Event description:
Customer reported a compact system blood glucose (bg) result of 304 mg/dl after he ate a powered sugar doughnut, did not wash his hands prior to testing. He reported the washed his hands and retested bg as 149 mg/dl within 10 minutes on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.